Event description:
It was reported the switch emitted sparks. Inspection revealed a break in the line cord at the strain relief. The use of flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. No deaths or injuries reported. This report is being made to comply with regulatory letter 90-dt-12.